Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult or delayed positioning associate with clip caught on chordae could not be replicated in a testing environment as it was related to patient anatomy or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue and difficult or delayed positioning associate with clip caught on chordae. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and slight bi-leaflet restriction. A mitraclip xtw was inserted and advanced into the left ventricle (lv). While in the lv, the clip became caught on chordae. Troubleshooting was performed and the clip was able to be retracted into the left atrium (la) without causing damage. The clip was then advanced back into the lv, but it was observed the posterior gripper would not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.